Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having diagnosed with cancer and had two surgeries. The patient also alleged numerous sinus infections, nose bleeds, asthma issues, major headache, chest pains, coughing, nasal irritations. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-59374-1 .

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  Additional information was received and section b5 should be reported as:  the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient allegedalleged having diagnosed with cancer and had two surgeries and numerous sinus infections, nose bleeds, asthma issues, major headache, chest pains, coughing, nasal irritations.there was no medical intervention required by the patient. The reported event of tobecame degraded and caused a patient to develop fluid on their lungs recently was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.  The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the deice at the distributor and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.  Sections b1, b2,  has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged having diagnosed with cancer an issue related to a cpapdevice's. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an the top enclosure was cracked/damaged, and a piece of the left side corner was missing, a brown/red unknown contamination was observed on the enclosure top under the right-side accessory door and at the ramp button, white unknown contamination at the air input of the blower box at the filter area, unknown red contamination which had the appearance of a dried liquid, on the bottom enclosure at the seam area, unknown white (dust like) contaminant on top of blower motor and on the inner rim of the bottom of the blower motor, unknown contamination was observed inside and around the tubing connector of the humidifier, unknown contamination and hair-like contamination was observed in the humidifier enclosure, bio contamination was observed on the flip lid seal and on the underside of the flip lid, unknown red contamination which had the appearance of a dried liquid, on the drybox, corrosion on one of the bottom cover enclosure screws, slight potential mineral deposits were observed in the water tank, an unknown red colored contaminant was observed in the bottom cover and bottom assembly. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found three error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed, can confirm the presence of multiple contaminants and was not able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3, h6 has been updated in this report.